Manufacturer narrative:
New device info. Received. Device evaluation: visual analysis of the photographs identified red encapsulation device. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported a left side capsular contracture baker grade IV and a double capsule. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Physician reported a left side capsular contracture baker grade IV and a double capsule. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side slight capsular contracture. Device remains implanted.